Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported the clips would not close correctly. The procedure was completed without further difficulty by using another er320. There was no consequence to the pt.

Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, no; damaged jaws, no; damaged cutter, n/a; damaged feed bar, no; damaged floor, no; damaged handle shrouds, no; damaged other, top and lower shro; damaged tip shrouds, no; damaged trigger, no; damaged tube, no and damaged weld seams, no. Functional tests & results: antibackup functional, n/a; firing: feed conform, n/a; firing: form conform, n/a; jaws: hold clip, n/a; jaws: inside width at tips, .182 and lockout functional, n/a. Analysis conclusion: based upon the info received and the visual results, no conclusion could be reached as to what may have caused the reported incident. Upon receipt of the instrument, it was noted that the top shroud and the lower shroud were both damaged. No conclusion could be reached as to how the damage to the shrouds occurred. As the instrument was returned empty and locked out, further functional testing could not be performed. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.